Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during the past 3 months. The customer reported experiencing blood glucose (bg) levels up to 500 (mg/dl) during the most recent occlusion. The supplies were changed, then a bolus and manual injection were delivered to address bg level. The customer declined to complete troubleshooting for most recent occlusion and instead opted to meet with their clinical diabetes specialist.